Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, urinary problems, bowel problems, recurrence, bleeding, and emotional distress. The plaintiff also experienced recurrent stress urinary incontinence, mesh exposure and erosion, mixed incontinence, bladder and vaginal pain, urinary tract infection, and dysuria. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the causes of death reported were cardiac arrest and liver cancer.